Event description:
Procedure type: unk. According to the reporter: two weeks after the surgery bruising was noticed at the umbilicus. At pe determined incisional hernia. Assessment and plan lap incisional hernia repair scheduled for (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4).